Manufacturer narrative:
The device was not returned for analysis. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the information available for analysis, the definite root cause of the clinical observation was not determinable. For a root cause investigation an analysis of the device itself would be required. Should the device become available for analysis, this investigation will be updated.

Event description:
Device explanted due to unexpected battery behavior. Battery in (B)(6) 2022 was above 60 percent and then went to eri in (B)(6) 2022. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.